Event description:
(B)(4). The provider states the facility owns this lift but it resides in a residents home. The provider states the lift will not lower without weight. He states when the resident is in the lift, the unit will not lower smoothly. He reports the unit is jerky. No injuries noted and the unit was replaced under ra number (B)(4). No injuries noted and the provider didn't have additional information regarding the end user nor the incident (B)(4).